Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. Additional information was requested by phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an unexpected outcome for a patient following an intraocular lens (iol) implant procedure. In a follow up, it was determined that the patient's previous lasik had contributed to the unexpected outcome. The lens was also reported to have rotated off the intended axis. Additional information has been requested.